Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s father reported via phone call the insulin pump alarmed replace battery now and failed battery. The customer's blood glucose was unknown at the time of call. The customer¿s father reported the insulin pump alarmed replace battery now and while changing the battery received the failed battery alarm and power error detected. The failed battery alarm is recurring and the insulin pump serial number label has faded and can no longer be read. The customer was advised that the insulin pump will need to be returned and replaced.

Manufacturer narrative:
All operating currents are within specification. No failed batt test alarms noted during testing. The power management tool confirmed low battery alarms and then pump error were triggered when backup battery loaded voltage (loaded vlith) was less that 3.5v for 4 consecutive hours due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly. Unit received with minor scratched lcd window, cracked case (battery tube), cracked case, faded serial number label, cracked retainer and peeling end cap address label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.